Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 25) occurred. Tandem technical support was unable to determine whether the customer had been removing the cartridges at the incorrect time. The customer experienced a blood glucose (bg) level raging between 400 mg/dl to over 600 mg/dl and life threatening ketones. Bg level was addressed by delivering boluses, administering manual injections and performing an infusion set site change. The customer was subsequently taken to the emergency room (ER) and hospitalized. Customer was treated with intravenously delivered drip and fluids. At the time of the report the customer remained in the hospital and had reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.